Event description:
The product was explanted with no information reported.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of catheter segment (B)(4) found no significant anomaly. The segment was incomplete and was returned in segments. Analysis of catheter segment (B)(4) found a reliability non-conformance. There were coring tears or cuts in the seal of the sutureless connector.